Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed and it showed that the dislodgement allegation was confirmed based on observation of a slightly twisted at middle section of lead body.

Manufacturer narrative:
(B)(6). The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. This lead was explanted. No additional adverse patient effects were reported.